Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3057, product type: screening device. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an external neurostimulator (ens) for trial stimulation who reported that the patient had a reaction to something they were given at their healthcare provider's (hcp) office. The patient was vomiting and had a severe headache the day after lead placement. A later call from the consumer indicated that the patient was having a burning sensation in their back at the incision site. The patient was advised to call their hcp first thing in the morning. Patient status is unknown at the time of this report. There were no further complication reported or anticipated.